Event description:
It was reported that the customer experienced a minimum fill notification while trying to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Customer initially attempted to resolve the issue with guidance from technical support by cleaning the pneumatic tap area and trying new cartridges, but these efforts were unsuccessful. The issue was escalated, and csa confirmed the customer was using proper procedures and supplies. Csa successfully guided the customer to load another cartridge, enabling them to resume insulin use, and replacement cartridges were sent.